Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a j-tube placement procedure within the patient's jejunum on (B)(6) 2011. According to the complainant, there was no visible damage to the resolution clip before use within the patient. During the procedure, the resolution clip was positioned within the patient's jejunum. The physician advanced the clip from the over sheath and grasped tissue; however, due to the torqued position of the scope, it was difficult to release the clip from the delivery system. After some manipulation of the device, the clip subsequently released from the delivery system and remained attached to the tissue. As the clip was not ideally placed within the patient's jejunum, the physician decided to place a second resolution clip to successfully complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Manufacturer narrative:
Reported issue of clip failed to separate from delivery catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.